Manufacturer narrative:
The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following were observed: tortuosity present in the patient's right access vessel, calcification present in the patient's right access vessel, and undersized vessels (minimum luminal diameter greater than or equal to 5.5mm required for use of 14f esheath+). In this case, the reported event for liner punctured was unable to be confirmed as no device and/or relevant imagery were provided. Available information suggests patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (valve caught on sheath, excessive manipulation) likely contributed to the event as calcification, tortuosity, and undersized vessels were observed in the patient's right access vessel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03528to capture the inflation difficulty and patient death.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system and valve exited the mid portion of the spit 14fr esheath+ in dao anerysm. The operator was unable to advance or withdraw the delivery system and valve, so the operator used a 12mm to split the remaining portion of the esheath+, then advanced the valve and delivery system. After the operator mounted, and crossed the valve, the balloon would not inflate. The valve and delivery system was pulled back into esheath+. When the operator removed the esheath and valve as a unit, the right common iliac transected and tore. A coda balloon was placed, but the patient expired. Per report, the patient had severely calcified vessels, so shockwave was performed on the right common iliac prior to insertion of the 14fr esheath+.